Event description:
It was reported: pain & stiffness of left knee following left total knee arthroplasty as well as limited range of motion. Pt admitted for revision of total knee arthroplasty. Post operation diagnoses: failed left total knee arthroplasty secondary to osteolysis.